Event description:
A surgeon reported that a pt developed hypopyon 2 days after intraocular lens (iol) implantation. The pt had a vitrectomy in 2000. The pt's visual acuity (va) the first day postop was 20/30+. Pt's current va is light perception. The surgeon indicated that the pt had been using spouse's eye medication. The association between the iol and this event is not known. Additional info has been sought.